Event description:
It was reported by service report that there were cracks in the siderail panels. No adverse consequences have been reported.

Manufacturer narrative:
Result: cracked siderail panels.